Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this system exhibited an increase in right ventricular (rv) shock impedance measurements. The health care professional (hcp) called technical services (ts) for review of the impedance measurements trend report. Ts reviewed the data and confirmed the rv lead shock impedances appeared to be gradually increasing over time; and are now out of range at 152 ohms additionally, atrial pacing impedance measurements were less than 200 ohms and noise with oversensing was noted on the atrial channel. Ts recommended replacement of both leads. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an increase in right ventricular (rv) shock impedance measurements. The health care professional (hcp) called technical services (ts) for review of the impedance measurements trend report. Ts reviewed the data and confirmed the rv lead shock impedances appeared to be gradually increasing over time; and are now out of range at 152 ohms additionally, atrial pacing impedance measurements were less than 200 ohms and noise with oversensing was noted on the atrial channel. Ts recommended replacement of both leads. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that this complaint was processed on the incorrect device which had previously been explanted four years ago. The device model and serial number have been updated to reflect the correct and currently implanted device. No adverse patient effects were reported.